Manufacturer narrative:
The device was returned for analysis. However, the evaluation of the device is pending. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Once the investigation is completed, a supplemental report will be submitted. Manufacturer internal reference number: (B)(4).

Event description:
On (B)(6) 2026, dr. (B)(6) reported that a 62-year-old male patient presented at (B)(6) office with concerns related to a previously placed dental implant. The implant had been placed on (B)(6) 2026 at tooth location # 27. It was reported that the implant was not placed immediately after extraction and was not immediately loaded. The patient presented with the issue on (B)(6) 2026, prior to the second-stage surgery. Upon examination, the doctor discovered that the implant had failed to osseointegrate and also noted fit issues; there was no osseointegration. As a result, the implant was removed on the same day using cotton pliers. Additionally, the doctor noted that an additional medical or surgical procedure was required for placement of the implant in a different area, and the implant was subsequently replaced. The patient experienced symptoms including pain, inflammation, and granulation/fibrous tissue around the implant, which resolved after implant removal. It was also reported that there was no opposing arch. The patient did not sustain any permanent injury. Furthermore, it was reported that the patient had type ii bone quality and good oral hygiene. No abnormalities with the implant or its packaging were identified.